Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. A technical support specialist (tss) remotely accessed the station, exited the application, and reviewed the network configuration. After restarting the application, the previous error message was cleared, and the user was able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was in offline. After restarted the application error message was gone. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.